Manufacturer narrative:
Medical devices: product 6944-65 lead; implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead exhibited some under-sensed p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.